Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina, dyspnea, pain and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure with implantation of a 2.25 x 15 mm xience xpedition stent in the circumflex (cx) artery, treating a chronic total occlusion. On (B)(6) 2015, the patient experienced back pain and pericardial pain with sweating and was re-hospitalized on (B)(6) 2015. Medical therapy was started and the patient was discharged to home on (B)(6) 2015. On (B)(6) 2016, the patient was re-hospitalized after experiencing back pain and pericardial pain with shortness of breath for one week. The patient underwent a revascularization procedure on (B)(6) 2016 with implantation of a 2.25 x 14 mm non-abbott stent in the mid cx. No additional information was provided.